Manufacturer narrative:
Patient identifier: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy with intraoperative cholangiogram and umbilical hernia repair, the disposable clip applier would not open and did not work. A new one was opened which worked.